Manufacturer narrative:
The handpiece was returned for analysis. Analysis found that the suction tube of the device was pulled out, discarded by the sender, and was not returned when device arrived to the manufacturer. A visible burn could be seen on the back side of the device that started from the inside out. The conclusion of the failed device was due to the technique of the user when the suction tube was pulled out causing the clips on the outer shaft to dislocate and not having a firm connection due to a compromised device. Continuity testing determined that there were no readings found when attempting to get continuity results on the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece being used for a spine case. It was reported that the surgeon felt that the handpiece handle was getting hot. They swapped to another handpiece that functioned as intended. Instrument was saved for analysis. There was no patient impact and the generator was still in use.